Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. The most likely root cause of true metrix lot mt1795 producing low glucose results is due to improper storage: the strip was left outside of the vial for an extended period of time, exposing the strips to heat and moisture. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from meter to meter comparison and results obtained of 51 mg/dl. The customer's expected fasting blood glucose test result range is 125 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is two and a half weeks ago. The meter memory was reviewed for previous test result history: 69mg/dl (B)(6) 2017 03:19 pm fasting: yes, 51mg/dl (B)(6) 2017 03:08 pm fasting: yes, 80mg/dl (B)(6) 2017 02:46 pm fasting: yes, 74mg/dl (B)(6) 2017 02:39 pm fasting: yes, 61mg/dl (B)(6) 2017 02:38 am fasting: yes. Memory concerns: customer is concern with all these results being low customer states that she is concern with the results are going up and down. Customer was concern with the results so she wanted to get her blood test check out so she called the fire department to run a blood test with their meter. Customer sates that they ran the test got 89mg/dl on their meter but our meter show 80mg/dl and then to 74mg/dl. Customer is concern with the low blood results the meter is giving. Customer states that her normal glucose range is 120-130mg/dl and she test twice a day. Customer states that she got scared when she saw the low results. Customer states that after the paramedics came and run the test she feels a lot satisfied with the results she got. Customer states that the meter is giving lower numbers than they usually are today and she is not having any symptoms. Customer is unable to run a blood test at this time.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from meter to meter comparison and results obtained of 51 mg/dl. The customer's expected fasting blood glucose test result range is 125 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is two and a half weeks ago. The meter memory was reviewed for previous test result history: (B)(4). Memory concerns: customer is concern with all these results being low customer states that she is concern with the results are going up and down. Customer was concern with the results so she wanted to get her blood test check out so she called the fire department to run a blood test with their meter. Customer sates that they ran the test got 89mg/dl on their meter but our meter show 80mg/dl and then to 74mg/dl. Customer is concern with the low blood results the meter is giving. Customer states that her normal glucose range is 120-130mg/dl and she test twice a day. Customer states that she got scared when she saw the low results. Customer states that after the paramedics came and run the test she feels a lot satisfied with the results she got. Customer states that the meter is giving lower numbers than they usually are today and she is not having any symptoms. Customer is unable to run a blood test at this time.